Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a high capture threshold and low p wave values. The impedance was stable and no intervention was reported. The patient was stable. Extraction has been scheduled but not done yet.

Event description:
Related manufacturer reference number: 2017865-2021-02016 related manufacturer reference number: 2017865-2021-02024 new information notes that during extraction process, a dissection was observed. Due to this, a new implant could not be done. A previously capped lead with known high capture thresholds and high impedance was used for sensing purposes instead. The patient was stable.

Manufacturer narrative:
Additional information: b5, d11, h1, h6.